Event description:
It was reported upon removing the trial scs lead from the box, the lead appeared to be kinked. Subsequently, the physician attempted to straighten the lead but was unsuccessful. A different lead was used to complete the procedure. Additionally, the procedure was extended by approximately one hour.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.